Event description:
It was reported that the patient received inappropriate therapy, due to oversensing of noise. The noise was reproduced with arm movement. A lead-connection issue was suspected. The ICD and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late, due to delay in receiving paperwork.